Manufacturer narrative:
In review, it was noted that the code "4117" was inadvertently entered in the field "h6- type of investigation" which is incorrect. The correct code that should have been entered is "4114" as the device had not been returned at the time that the initial report was submitted. Section d9: device available for evaluation: yes section d9: returned to manufacturer: yes section d9: returned to manufacturer on: nov 30, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half and a haptic detached, which is consistent with a lens that was handled during removal. Furthermore, the lens was observed to be damaged. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could lens damaged could be confirmed; however, this may be attributed to handling during removal and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from patient's left eye as a piece of optic edge, where the haptic inserts, broke off. The incision was enlarged and another lens of same model and diopter was used as the replacement lens. The patient was doing okay post operation. No further information available.